Event description:
It was reported that balloon rupture occurred. The target lesion was located between the "heavily" calcified mid to proximal left anterior descending (lad) artery. Due to the calcification, ablation was performed using a rotablator. A 2.00mm x 20mm maverick² balloon catheter was then used for predilation. However, upon the 1st inflation at atmospheres for 10 seconds, the balloon ruptured as it made contact with sharp calcification surface. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Returned product consisted of a maverick 2 mr balloon catheter with no original packaging or devices. Examination under magnification revealed a balloon pinhole and scratches 2mm distal of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located between the "heavily" calcified mid to proximal left anterior descending (lad) artery. Due to the calcification, ablation was performed using a rotablator. A 2.00mm x 20mm maverick balloon catheter was then used for predilation. However, upon the 1st inflation at atmospheres for 10 seconds, the balloon ruptured as it made contact with sharp calcification surface. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.